Event description:
It was reported that pump was charged at ward before it was used on patient. Patient had an arrow iab inserted & iab was connected to pump. Patient was transferred from one ward to another ward. During patient's transport, pump runs on battery mode. Pump alarmed "accu empty in 5 minutes." Pump stopped approximately 1-2 minutes after alarm began. This occurred at entry way of ward & pump was immediately plugged into power source & started again. After a couple of hours, display pump started to "jitter" & turned off without an alarm; however, pump continued to run. Pump was turned off, restarted & same problem occurred. It was decided to exchange pump. A new pump was connected to iab & worked "problem free". There were no reported patient complications. Field service report completed by mipm. Unit was checked. Service engineer found the battery low capacity and the battery was replaced. Unit was checked according to preventative maintenance checklist. New battery was also checked. No further defect was found on the unit.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.